Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver staples? If so, was the staple formation noted? What anatomical structure was the device being fired over? What part of the stapler caused the hole? Was the tip of the device visible during firing? Was the force to fire higher or lower than expected during firing of device? What is the current patient status?

Event description:
It was reported that during a fixation of liver metastases procedure, they went to use the stapler to staple the ligament; they fired the staple as per normal. When they took the staple off the tissue, they discovered a hole in the inferior vena cava. Patient was bleeding out, there was considerable blood lost to the patient. Patient required CPR and blood transfusion. The hole was repaired by a vascular surgeon and patient liver was not dissected. When the patient was stabilized, patient was transferred to ICU. Product specialist will provide more information about the case.

Manufacturer narrative:
(B)(4). Did the device deliver staples? If so, was the staple formation noted? Yes it did deliver staples and from what could be seen they had formed. What anatomical structure was the device being fired over? Hepatic ligament. What part of the stapler caused the hole? It was like the stapler was fired normally but didn¿t hold. Was the tip of the device visible during firing? As far as can be remembered. Was the force to fire higher or lower than expected during firing of device? Nothing felt out of the ordinary. The analysis results found that the atw35 device was received in good visual condition and with two cartridges a tr35w cartridge loaded in the device unfired and cartridge (b) tr35w, l55106 fully fired. The device was tested for functionality with the returned reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.